Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented data via a merlin at home transmission showing non-sustained lead-noise due to post paced t-wave oversensing on the ventricular lead. No programming changes were made and non-sustained lead noise detection was turned off. Patient condition is stable.